Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for less than one day. The blood glucose level was high. No further information available.